Event description:
The customer's mother reported that her son received an error message on his freestyle flash meter and had a seizure associated with shakiness, crying and screaming while shopping. The customer's mother gave him soda to counteract the medical event and did not seek third party medical intervention. In addition, during a follow-up call the customer's mother reported receiving a reading of 141 mg/dl before the seizure happened; however, it is unknown what blood glucose monitor he was using. There was not report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.